Event description:
The customer reported to beckman coulter hotline support that their unicel dxc 600i instrument was generating suppressed bun and cre (creatinine) results with the flag ¿bl abs low.¿ the error ¿cuvette not dry before first reagent dispense¿ was also generated. Upon troubleshooting, with the assistance of hotline support, the customer discovered fluid leaked onto the reagent probe drip tray and onto a reagent cartridge. Further troubleshooting revealed a loose reagent probe fitting. The customer tightened the fitting and no further leaking was observed.

Manufacturer narrative:
The customer resolved the leak through routine troubleshooting; a loose fitting was found on the reagent probe and tightened. It is unknown which reagent probe fitting was loose. Upon recur, a leaking reagent probe can impact any or all cartridge chemistries, including critical chemistries. (B)(4). Device eval: resolved by the customer.